Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked in two places. The returned battery cap had stripped threads and was difficult to remove and insert. The battery cap contact height was found to be out of specifications. The width was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.